Event description:
It was reported that a patient presented via a merlin@home transmission with non-sustained lead noise episodes due to post-paced t-wave oversensing on the near field channel. Programming changes were recommended.